Manufacturer narrative:
Voluntary medwatch MDR report #: mw5157803.

Event description:
Voluntary medwatch form received notes that a patient presented with high pacing impedance on their right ventricular (rv) lead. No changes or interventions were reported, the rv lead remains in service. No adverse patient effects were reported.